Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The pt came for dialysis treatment on (B)(6) 2011. The pt had recently got an av fistula. This av fistula did not function well and therefore he had an av fistula and our palindrome h catheter at the same time. The palindrome h catheter was inserted in (B)(6) 2011. Suddenly under this dialysis treatment the catheter started to slip out of the vein and the skin. The catheter slipped out slowly and stopped when it was still about 2-3 cm into the vein. The surgeon came and drew the rest of the catheter out. It was then discovered that the catheter had lost the cuff. They could not find the cuff and believed it was still in the pt.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway, upon completion the results will be forwarded.